Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('right essure coil was poking into the fallopian tube wall, as evident by visible kinking of the fallopian tube, although the essure device did not perforate the tube') and device breakage ('the essure coil was removed in several fragments.') In an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, major depressive disorder, attention deficit hyperactivity disorder, insomnia, malaise, delayed period, rash, morbid obesity, human immunodeficiency virus test positive, urinary incontinence and myalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), menstrual disorder ("unusual periods"), urinary incontinence ("urinary incontinence"), pain in extremity ("pain in extremity"), hypoaesthesia ("numbness in extremity"), peripheral swelling ("swelling in extremity"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, menstrual disorder, urinary incontinence, pain in extremity, hypoaesthesia, peripheral swelling, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered arthralgia, fatigue, genital haemorrhage, hypoaesthesia, menstrual disorder, pain in extremity, pelvic pain, peripheral swelling and urinary incontinence to be related to essure. The reporter commented: essure insertion date: (B)(6) 2011 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure microinserts are in place bilaterally. No dye spillage is seen bilaterally. Lot number: 740670, manufacturing date: 2010-06, expiration date: 2013-06. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pain (pelvic pain female) , device breakage and embedded device ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: medical record received. Events " right essure coil was poking into the fallopian tube wall, as evident by visible kinking of the fallopian tube, although the essure device did not perforate the tube" and "device breakage" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), menstrual disorder ("unusual periods"), urinary incontinence ("urinary incontinence"), pain in extremity ("paiin in extremeity"), hypoaesthesia ("numbness in extremity"), peripheral swelling ("swelling in extremity"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy, laparoscopic). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, urinary incontinence, pain in extremity, hypoaesthesia, peripheral swelling, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, fatigue, genital haemorrhage, hypoaesthesia, menstrual disorder, pain in extremity, pelvic pain, peripheral swelling and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff information form received. Events "arthralgia, fatigue, hypoesthesia, pain in extremity, pelvic pain, peripheral swelling and urinary incontinence" were added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), menstrual disorder ("unusual periods"), urinary incontinence ("urinary incontinence"), pain in extremity ("paiin in extremeity"), hypoaesthesia ("numbness in extremity"), peripheral swelling ("swelling in extremity"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, urinary incontinence, pain in extremity, hypoaesthesia, peripheral swelling, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, fatigue, genital haemorrhage, hypoaesthesia, menstrual disorder, pain in extremity, pelvic pain, peripheral swelling and urinary incontinence to be related to essure. Lot number: 740670 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 740670) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). The patient was treated with surgery (salpingectomy, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('right essure coil was poking into the fallopian tube wall, as evident by visible kinking of the fallopian tube, although the essure device did not perforate the tube') and device breakage ('the essure coil was removed in several fragments.') In an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, major depressive disorder, attention deficit hyperactivity disorder, insomnia, malaise, delayed period, rash, morbid obesity, human immunodeficiency virus test positive, urinary incontinence and myalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), menstrual disorder ("unusual periods"), urinary incontinence ("urinary incontinence"), pain in extremity ("paiin in extremeity"), hypoaesthesia ("numbness in extremity"), peripheral swelling ("swelling in extremity"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, menstrual disorder, urinary incontinence, pain in extremity, hypoaesthesia, peripheral swelling, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered arthralgia, fatigue, genital haemorrhage, hypoaesthesia, menstrual disorder, pain in extremity, pelvic pain, peripheral swelling and urinary incontinence to be related to essure. The reporter commented: essure insertion date: (B)(6) 2011 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure microinserts are in place bilaterally. No dye spillage is seen bilaterally. Lot number: 740670, manufacturing date: 2010-06, expiration date: 2013-06. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pain (pelvic pain female) , device breakage and embedded device ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). The patient was treated with surgery (salpingectomy, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.